Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4) alleging that the subject meter had a battery contact issue; the batteries would get "really hot" after the meter was switched on. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.